Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia overnight while using the ilet and questioned whether the device could malfunction; no leaks or moisture were observed, and glucose decreased after a morning supply change. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no need for medical intervention beyond user-directed supply change and education. Investigation included troubleshooting and user education regarding appropriate use, including not attempting to correct glucose with meals. Investigation of this case revealed no confirmed device malfunction, and the event was assessed as hyperglycemia of unclear cause with user behavior noted as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.